Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report is being filed for the reported delay in therapy.

Event description:
The initial reporter stated that the pump alarmed an error code 12. They also stated that the pump would not turn off. Mmdg followed up with the initial reporter who stated that the pump was replaced, but the patient experienced a 3 hour delay. The patient is only able to receive pump assisted feedings at this time, due to age and type of feeding tube. The initial reporter also stated there was no harm to patient. (B)(4).